Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high crep2 creatinine plus ver.2 result for one patient sample. The initial result was 1400 and the repeat results on (B)(6) 2018 were 20.0 and 18. No unit of measure was provided. Information concerning if the erroneous result was reported outside of the laboratory was requested but it was not known. There was no allegation of an adverse event. The reagent lot number was 294279. The expiration date was requested but was not provided. The field service representative checked the instrument and made some small adjustments. No further issues were reported afterward. Review of the provided reaction monitors found there was an abnormal reaction. The investigation was unable to find a definitive root cause.